Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in 2017 as patient has not been charging their device since (B)(6) of 2017. Reportedly, manufacturer representatives were unable to communicate with external devices and deemed ipg to be inoperable. As a result, patient is awaiting surgical intervention to address the issue.

Event description:
Additional information received indicate patient had an ipg replacement on 06 aug 2020, wherein the ipg was replaced. Reportedly therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 3 months to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.